Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received from the FDA on (B)(6) 2022. It was reported that on (B)(6) 2022, during a total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy procedure the 60-6085-201a, vcare 200a - medium was reported as ¿the vcare was being pulled out of the vagina and the tip/end along with the green cup came off of the device. All three pieces were retrieved and accounted for.¿ the report states there was intervention required and there was a serious injury. After further assessment it was found the procedure was completed and it is not known if there was a delay. The uterus and cervix were delivered trans-vaginally. All instruments were removed under direct visualization and the gas was manually expressed. Gloved lap sponge was removed from vagina and vaginal exam indicated no lacerations, foreign body and cuff was intact and hemostatic. It is not known if the screw locking mechanism was released prior to removal of the v-care or if the suction between the blue vaginal cup and the vaginal canal wall was manually (digitally) broken. It is not known if any substantial force was needed to remove the v-care device. Per assessment, the patient was not injured. There was no medical/surgical intervention or extended stay at the hospital required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5111131) received from the FDA on 12aug22. It was reported that on (B)(6) 2022, during a total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy procedure the 60-6085-201a, vcare 200a - medium was reported as ¿the vcare was being pulled out of the vagina and the tip/end along with the green cup came off of the device. All three pieces were retrieved and accounted for.¿ the report states there was intervention required and there was a serious injury. After further assessment it was found the procedure was completed and it is not known if there was a delay. The uterus and cervix were delivered trans-vaginally. All instruments were removed under direct visualization and the gas was manually expressed. Gloved lap sponge was removed from vagina and vaginal exam indicated no lacerations, foreign body and cuff was intact and hemostatic. It is not known if the screw locking mechanism was released prior to removal of the v-care or if the suction between the blue vaginal cup and the vaginal canal wall was manually (digitally) broken. It is not known if any substantial force was needed to remove the v-care device. Per assessment, the patient was not injured. There was no medical/surgical intervention or extended stay at the hospital required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿as the device was withdrawn, the tip end and green cup came off the device¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.